Event description:
Surgeon reported a case he has been dealing with since 2013. On (B)(6) 2013, they treated patients but did not realize there was an artifact on one of the laser optics and patient had a central island. This one patient was retreated 6 months later with a customvue treatment, but the patient still struggled. Six months after that the doctor then flew the patient to canada and did a topo guided procedure with the alcon excimer. The outcome was worse. The pre op bcva for this patient was 20/20. The current bcva is 20/40- in the right and 20/30- minus in the left.

Manufacturer narrative:
(B)(4). A field service specialist visited the account on (B)(4) 2013 and confirmed artifact in all ablations. He rotated m-2 mirror, replaced l-2 lens. He realigned system from cavity out. All calibrations are in amo specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.